Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that that onset date was (B)(6) 2023 and the adverse event description was updated to amaurosis fugax.

Event description:
Medtronic received a report that a pipeline patient experienced a visual disturbance. The patient was being treated for a right side ica at the c6 segment with a saccular morphology in the vessel sidewall. Aneurysm dimensions: maximum aneurysm diameter 4.5 mm, aneurysm dome height 3.3 mm, aneurysm dome width 3.2 mm, aneurysm neck size 3.2 mm, parent artery diameter distal to aneurysm 3.4 mm and parent artery diameter proximal to aneurysm 4.3 mm. Three emergency visits were reported due to visual disturbance of the right eye. Cta, mra imaging and examination did not find clinically significant findings. The patient was treated with medication (orisantin and efient). No hospitalization or surgical procedure was noted. Diagnostic examinations by an ophthalmologist found to have been normal on 2023-05-17 and 2024-01-30. A new or worsening of existing neurological deficit was noted but did not last for more than 24 hours. No stasis was reported at the end of the procedure. Complete neck coverage at the end of the procedure was achieved. Post implant aneurysm occlusion (raymond and roy) was class 3. Wall apposition was achieved. Side branches were covered by pipeline (ophthalmic artery).   Ancillary devices: rist radial access catheter 5.5f, support catheters sofia, microcatheter phenom 027

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported two emergency visits due to visual disturbance of the right eye. No cause determined. Per site, ophthalmological examination resulted in normal findings.